Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch report will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the attachment device were damaged. It was noted that the balls were missing, the cage was not available, and the ball bearing had fallen apart. It was further determined that the device failed pretest for temperature, cutter insertion, and lock operation. It was noted in the service order that before use on the patient it was observed that the bearing was failing. . This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as nov 16, 2017 on the initial report. This date has been updated to dec 8, 2017. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearing was failing confirmed. An assessment was performed and it was observed that the device failed the cutter insertion assessment. During repair it was observed that the bearings were worn out and broken, creating a situation where the cutter is not able to be inserted. It was determined that this was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be due to normal wear over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.